Event description:
An ipp device was implanted on 2/26/92. The cylinders were revised on 4/25/94. The pump and left cylinder were revised on 7/19/95. The entire device was removed from the pt on 1/8/97, due to fluid loss--cylinder aneurysm and dilation, and replaced. Add'l lot/ser no: bd381 007.